Event description:
It was reported that the three-piece monofocal intraocular lens (iol) had a broken leading haptic which was noticed after implantation/application in the patients right eye. The lens was inserted and removed during same procedure. Additional information stated that there was no injury and no medical/surgical intervention was required. Patient is doing good. The procedure was completed using competitor backup lens. No further information is available.

Manufacturer narrative:
Section a4: patient weight: unknown, information not provided. Section a5: ethnicity/race: chinese. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section e1: reporter telephone number: (B)(6). Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.